Event description:
It was reported that no audio output occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. On (B)(6) 2023, the patient was scheduled for dialysis on the date of the event, but when her sister tried to call her, she wasn¿t answering the call. She sister found the patient asleep and she would not rouse. It was mentioned that cgm showed a readint of 50 mg/dl. The patient does not own a glucometer. The patient said that the cgm did not warn her that the reading was below 70 mg/dl. The patient was transported to the emergency department (ed) by emergency medical services and she could not verify what medications she received. While in the hospital, the patient would receive insulin for hyperglycemia if her blood sugar would go high. The patient was discharged (B)(6) 2023. At the time of the report, the patient was fine. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated. The patient reached their urgent low soon threshold at 11:59 pm on (B)(6) 2023 alerting them at zero percent volume. The patient continued to reactive urgent low soon alerts at zero percent volume until 12:59 pm because the ¿always sound¿ setting is disabled. The patient also crossed their low threshold at 12:29 pm but was not alerted as their low alert was disabled. The device functioned within specifications and patient settings. Data evaluation could not confirm the allegation. The probable cause could not be determined. No additional patient or event information is available.